Event description:
Event description guidant received information that this right ventricular lead exhibited an impedance measurement of greater than 2500 ohms. The field representative was able to recreate noise with isometrics and suspected that the lead was fractured. Technical services advised the field representative that the it may be a setscrew issue or possible fluid in the header. Guidant received additional information that the lead was surgically abandoned and replaced due to no capture, no sensing, and impedance measurements greater than 2500 ohms. The field representative and physician believed this was caused by clavicular first rib crush.